Manufacturer narrative:
The blower mister was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the tubing was kinked; the inner saline line was twisted and kinked distally to the y connector. The outer co2 line was intact. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, after opening the package, it was observed that the tubing on the blower mister was irreparably twisted. A replacement device was used to complete the procedure. The hospital did not report any patient effects. While the hospital was unable to provide the exact event date, the event took place within the week prior to the date of this report.